Manufacturer narrative:
(B)(4).

Event description:
Upon further review it was determined that this event was not an issue of a loss of connection. Please disregard report since this is deemed a non-reportable event.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Data was not provided for evaluation. Confirmation of the allegation and a root cause could not be determined.